Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device has been returned to the manufacturer and the investigation is currently ongoing.

Event description:
It was reported that during the attempt to advance the azur embolization coil through a microcatheter (not mv device), the coil encountered resistance and subsequently detached. The report indicated the microcatheter might have been inadvertently kinked. The entire coil was removed from the patient without incident. There was no reported patient injury.